Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing came apart and leaked.

Manufacturer narrative:
Continued from d.11:one red cap attached to one of the set¿s female luer. The customer's report that the tubing separated at a connection below the pump was confirmed. Visual inspection confirmed that the tubing was completely separated from the bifurcated parallel connector. Closer inspection of the separation under a lab microscope observed that the tubing had insufficient solvent applied at the engagement during manufacturing process. Dry blood was observed in the separated distal tubing below the parallel connector. There were no other anomalies observed with the set during initial inspection. A dimensional analysis was performed on the tubing. Small portion of the tubing was cut into three sections and measured for analysis. The outer diameter of the tubing measured at 0.088 inches, 0.090 inches, and 0.089 inches and was observed to be within specifications of "0.090 +/-0.003" inches. The root cause of the separation is a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing to the parallel connector outlet port.

Event description:
It was reported the tubing separated and leaked while attached to a PICC line, which resulted in the patient losing 80ml of blood. The product was attached to the PICC line on (B)(6) 2019 at 2100, and the event was discovered on april 09, 2019 between 0200 and 0400. It unknown what was infusing. There was no patient harm.

Event description:
It was reported the tubing separated and leaked while attached to a PICC line, which resulted in the patient losing 80ml of blood. The product was attached to the PICC line on (B)(6) 2019 at 2100, and the event was discovered on (B)(6) 2019 between 0200 and 0400. It unknown what was infusing. There was no patient harm. Received copy of medwatch from FDA: patient's drip line was changed out overnight using a bi-fuse. Around 0345, there was blood found all over the patient. Upon further investigation, the bi-fuse had come apart, causing the tubing to disconnect and blood to backup out of the open tubing onto the bed. The patient lost 80cc of blood. Labs were drawn to determine hct levels.

Manufacturer narrative:
Additional info: e1, e.4;g.3.

Manufacturer narrative:
Additional info: patient information.

Event description:
It was reported the tubing separated and leaked while attached to a PICC line, which resulted in the patient losing 80ml of blood. The product was attached to the PICC line on (B)(6) 2019 at 2100, and the event was discovered on (B)(6) 2019 between 0200 and 0400. It unknown what was infusing. There was no patient harm.